Event description:
Information received from the field does not address the patient's clinical status but notes that the magnet rate was at 35 ppm and dashes (---) were reported as the base rate. An unsuccessful attempt was made to program the device to 60 ppm.